Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient fell up the stairs shortly after device implant. As a result, the patient's lead has migrated. The migration was confirmed via x-ray. Surgical intervention may be pending to address the issue.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) wherein the scs lead was revised and repositioned. The patient is reporting effective therapy post-operatively.